Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using relion insulin syringes the hub separated from the syringe. This occurred 10 times. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the needle hub separated. Verbatim: relion consumer reported, when she removed the needle shield, needle hub separated. 10 syringes affected.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1291230. All inspections and challenges were performed per the applicable operations qc specification. There was one (1) notification noted that did not pertain to the complaint.

Event description:
It was reported while using relion insulin syringes the hub separated from the syringe. This occurred 10 times. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the needle hub separated verbatim: relion consumer reported, when she removed the needle shield, needle hub separated. 10 syringes affected.